Event description:
It is now reported that the abutment was changed under a general anaesthetic on (B)(6) 2020.

Manufacturer narrative:
It is now reported that the abutment was changed under a general anaesthetic on (B)(6) 2020. This report is submitted on december 10, 2020.

Event description:
Per the surgeon, the patient experienced recurrent infections at the abutment site, and was treated with medications and topical wound solutions (specific type and duration not reported).